Event description:
It was reported that the video system center had grainy image during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. The technical assistance support suggested customer swapping out all cables and components one-by-one and testing capturing an image with another mirrored provation setup to figure out which cable or component is problematic. Customer was not in front of the problematic equipment during call and stated someone will get in front of the equipment, try suggestions, then contact tac back with the results. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h4, h6, h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.